Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro collar wash was not aspirating fluid correctly and it was leaking. The leak was contained to the instrument. The operator wore gloves and a lab coat while troubleshooting the issue. No erroneous results were generated.

Manufacturer narrative:
During a service visit, the field service engineer (fse) confirmed leaking from the reagent probe b collar wash and assigned the cause to the collar wash valve. The fse replaced the valve to resolve the issue. Upon recur, a leaking collar wash can impact all chemistries, including critical chemistries. (B)(4).